Event description:
Pt complains of self-esteem problems, depression, chronic fatigue, aching arms, neck and hands, fever, fibromyalgia, mental confusion, chest pain, hands sensitive to cold, numbness in hands and left arm. Event date: 11/20/86.